Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that the circumstances that led to the issue were that the internal unit seems to not hold a charge as long and when patient recharges, it has been taking 6-8 hours to charge up. Steps taken towards resolution were patient turned the unit amp to 90 from 130 and lower leads a and b to 1/3 of power ecp? 2.70 to 1.80 on lead a, 310 to 210 on lead b. Patient was trying to charge every 2 days and not allow the unit to go under 50%. Patient's weight at the time of the event was (b)(6. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the ins wasn¿t holding a charge. The patient reported that he used to charge every 7-10 days and now he was charging every 3-4 days. The patient also reported that it took twice as long to charge. The patient reported that instead of charging for 3-4 hours, he had to wear it all night long to charge the ins up. The patient also reported that sometimes he felt stimulation and sometimes stimulation wasn¿t working at all, he felt no vibration in his hand or anything. The patient wondered if it shorts out. The patient confirmed he was getting good coupling. When asked if he had any programming changes, the patient said he raised stimulation when he had a lot of pain. The patient noted that this was the same pain but when he noticed was that he had to turn stimulation way up sometimes. The patient reported that he knew when the charge was completely out because his hand hurt. No further complications were reported.